Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the leds on the universal surgical manipulator 2 (usm2) started blinking. The customer stated that they had the endoscope on the usm2, they reseated the endoscope but the issue persisted. The customer then moved the endoscope to another usm and completed the procedure using three usms. The technical service engineer (tse) had the customer power down the system, cycle the patient side cart (psc) breaker, perform an emergency power off sequence, and then power the system back on. The leds on the usm2 were still blinking amber. The customer then installed the sterile adapter on the usm 2 but it would not recognize it. The sterile adapter was recognized on the usm1. The logs show error 23003 for the usm2 axis 4, the customer stated that the axis 4 on the carriage felt normal.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2. Failure analysis completed evaluation of the usm and confirmed the customer reported issue. The usm triggered unit triggered errors during testing and the presence pins and the axis controller carriage rfid assembly were replaced to address the issue.